Event description:
The doctor reported that his patient had received a thermal burn injury to their lower lip and inside of their cheek from the nsk nlz motor. The doctor had just finished working on tooth#17 and didn't notice any heat because of where he holds the handpiece while using it. He said his dental assistant was using the handpiece to polish and clean the margin for a temporary crown on tooth#30 when she felt that the motor was extremely hot. It was then that they observed the burn injury. The attachment used on the motor was the henry schein brand maxima elite 2 sn: (B)(6). The doctor has had a follow-up visit with his patient and she is reported to be healing normally.